Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a rep reported a validation error on the vanta app in the or after interrogation and selection of ins for a pt who was being implanted today. Mdt rep. Pressed "continue" on the call and said it looked like it was working. Additional information was received from the rep. The cause of the issue was unknown. The troubleshooting steps to resolve the issue were following the recommendations from tech support and hit the continue button when the error popped up. The rep reports the issue has been resolved.